Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a ar-1588tnt acl-fibertag®-tightropes needle popped off after the first pass through the tendon. This occurred during a quad acl making prep difficult with a free needle. No additional information provided. Additional information requested.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is a manufacturing issue. Eco-34288 and CAPA-00484 was opened to address this issue and improve needle-attaching manufacturability.